Event description:
Patient reported that her peripherally inserted central catheter (PICC) line was leaking saline when she was flushing it. Upon examination, while flushing the line saline did leak from the insertion site. After removing the secure-a-cath (which appeared to be placed with the prongs on both sides of the PICC line), the PICC line was pulled back to find the leak, and a leak was found in the line. The line was then removed from the patient, and the patient will follow-up with radiology to have a new PICC line placed tomorrow.